Event description:
The customer stated discrepant results were generated on the axsym bnp assay. The customer stated the event occurred in 2007, but was not able to specify an exact date. Abbott received information on october 8, 2007 regarding this issue. A patient was tested daily for bnp on the axsym instrument. The initial result (d0) was 2,000 pg/ml. The next day (d1) the result was >4,000 pg/ml and upon autodilution was 4,900 pg/ml. The following day (d2), the bnp result was 2,000 pg/ml. The d1 sample was stored frozen and retested with a result of 2,500 pg/ml. Controls were within range on each day of testing. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.